Event description:
It was reported the patient was implanted with a pump and then got sick after the implant. The patient therapy was never initiated due to the patient's unrelated health issues. The patient was in the hospital on the date of the last pump update ((B)(6) 2015), which was also noted to be the date of implant. The patient was just transferred to another hospital where the healthcare professional (hcp) would like to initiate therapy. The pump was used to deliver hydromorphone and bupivacaine set at minimum rate. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).